Event description:
Client's son called in to ask to have the stairlift removed. When advised of removal cost, he said that the stairlift had "jumped and jerked" and his mother had fallen out and broken her hip. She was in the hospital for 3 months and rehab for a couple of months. He did not live at the residence or witness the incident. He could not say if she had been wearing her seatbelt. He refused to let us speak with his mother to investigate or inspect the lift. He said another company had already come out and told him the pcb needed to be replaced and that it would cost (B)(6) to replace.

Manufacturer narrative:
Most likely underlying cause could not be determined from the investigation. Son claims to have disposed of the lift. No corrective action to be taken.